Event description:
Customer notified baxter corporate product surveillance of one ce intermate (B)(4) pack in which the luer connector on the patient's end of the tubing snapped off. This was observed during filling. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter received one sample for evaluation. Visual examination confirmed the reported condition of broken tubing. The tubing was broken at the luer post. The root cause of the broken/cracked tubing near the base of the stem was determined to be due to excess stress. As a corrective action to mitigate this issue, a new slide clamp was implemented in (B)(4) 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.